Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of post procedural fever ('fever - after essure removal'), tachycardia ('tachycardia'), multiple episodes of pelvic pain ('pelvic pain / right sided pain', 'pelvic pain') and multiple episodes of procedural pain ('light lower pelvic pain after essure placement', 'low pelvic pain, abdominal pain - after essure removal') in a 27-year-old female patient who had essure (batch no. D40621) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche in 2000, parity 3, multi gravida and parity 3. No concomitant conditions or medications. Previously administered products included for contraception: medroxyprogesterone. Concomitant products included medroxyprogesterone (medroxiprogesterona) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced the first episode of procedural pain ("light lower pelvic pain after essure placement"). In (B)(6) 2016, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), the first episode of pain in extremity ("leg pain"), back pain ("back pain"), genital bleeding ("bleeding") and dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient experienced varicose veins pelvic ("pelvic varicose veins"). On (B)(6) 2017, the patient experienced menstruation irregular ("irregular menstruation"), dizziness ("dizziness"), pyrexia ("fever of 38c") and the first episode of vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2017, the patient experienced headache ("headache"), lumbar pain ("lumbar pain"), the second episode of pain in extremity ("severe leg pain"), alopecia ("severe hair loss") and genital tract inflammation ("genital inflammation"). In (B)(6) 2020, the patient experienced genital haemorrhage ("haemorrhage"). On (B)(6) 2020, the patient experienced the second episode of vaginal haemorrhage ("vaginal bleeding"), perineal pain ("perineal pain") and the second episode of pelvic pain ("pelvic pain"). On (B)(6) 2020, the patient experienced cholelithiasis ("gallstones"). On (B)(6) 2020, the patient experienced procedural nausea ("nausea - after essure removal"). On (B)(6) 2020, the patient experienced the second episode of procedural pain (seriousness criterion hospitalization), post procedural fever (seriousness criterion hospitalization) and tachycardia (seriousness criterion hospitalization). On an unknown date, the patient experienced breast pain ("mild mastalgia"), premenstrual syndrome ("intense premenstrual tension"), heavy menstrual bleeding ("intense menstrual flow with coagula") and dysmenorrhoea ("intense colic"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with bromopride (bromoprida), cefazolin (cefazolina), diazepam (diazepan), dimeticone (dimeticona), hyoscine butylbromide;metamizole sodium (buscopan composto), hyoscine butylbromide;metamizole sodium (hioscina + dipirona), ibuprofen (ibuprofeno), ketoprofen (cetoprofeno), metamizole sodium (dipirona), ondansetron hydrochloride (cloridrato de ondansetrona), paracetamol, simeticone (simeticona), tranexamic acid (acido tranexamico) and surgery (essure removal via bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the last episode of procedural pain, post procedural fever, tachycardia, back pain, genital bleeding, headache, lumbar pain, the last episode of pain in extremity, alopecia, genital tract inflammation, menstruation irregular, dizziness, pyrexia, genital haemorrhage, procedural nausea, varicose veins pelvic, the last episode of vaginal haemorrhage, perineal pain, the last episode of pelvic pain, breast pain, premenstrual syndrome, heavy menstrual bleeding, dysmenorrhoea and cholelithiasis outcome was unknown and the dyspareunia had not resolved. The reporter considered alopecia, back pain, breast pain, cholelithiasis, dizziness, dysmenorrhoea, dyspareunia, genital bleeding, genital tract inflammation, headache, heavy menstrual bleeding, menstruation irregular, perineal pain, post procedural fever, premenstrual syndrome, procedural nausea, pyrexia, tachycardia, varicose veins pelvic, the first episode of pain in extremity, the first episode of pelvic pain, the first episode of procedural pain, the first episode of vaginal haemorrhage, genital haemorrhage, lumbar pain, the second episode of pain in extremity, the second episode of pelvic pain, the second episode of procedural pain and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: essure insertion was easy without complication, both ostias visualized, 3 coils inserted in the right tube and 4 coils inserted in the left tube. On (B)(6) 2020 she went to check-up and reports feel better after essure removal on (B)(6) 2020, on this check-up she complains about bad smell from vaginal discharge, she was treated with metronidazole 2g, once, physician request transvaginal ultrasound. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2020: unremarkable. Gynaecological examination - on (B)(6) 2017: closed cervix, moderate amount of bleeding. Human chorionic gonadotropin - on (B)(6) 2016: negative; on (B)(6) 2017: negative; on (B)(6) 2020: negative; on (B)(6) 2020: negative; on (B)(6) 2020: negative. Pathology test - on (B)(6) 2020: normal fallopian tubes. Red blood cell analysis - on (B)(6) 2017: all results are normal; on (B)(6) 2020: all results are normal. Smear test - on (B)(6) 2020: papanicolaou smear normal, class I. Ultrasound abdomen - on (B)(6) 2020: gallstones. Ultrasound scan - on (B)(6) 2016: normal, essure well positioned both sides, pelvic varicose veins. Ultrasound scan vagina - on (B)(6) 2017: unremarkable; on (B)(6) 2020: essure well positioned both sides; on (B)(6) 2020: unremarkable. Urine analysis - on (B)(6) 2017: normal; on (B)(6) 2020: normal. White blood cell analysis - on (B)(6) 2017: all results are normal; on (B)(6) 2020: all results are normal. Lot number: d40621 manufacturing date: 2014/12/09 expiration date: 2017/12/28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / right sided pain'), post procedural fever ('fever - after essure removal'), procedural pain ('low pelvic pain - after essure removal') and tachycardia ('tachycardia') in a 27-year-old female patient who had essure (batch no. D40621) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, multi gravida and normal delivery. No concomitant conditions or medications. Previously administered products included for contraception: medroxyprogesterone. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of pain in extremity ("leg pain"), back pain ("back pain"), genital bleeding ("bleeding") and dyspareunia ("dyspareunia"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("vaginal bleeding"), dizziness ("dizziness") and pyrexia ("fever of 38c"), 9 months 16 days after insertion of essure. In (B)(6) 2017, the patient experienced headache ("headache"), lumbar pain ("lumbar pain"), the second episode of pain in extremity ("severe leg pain"), alopecia ("severe hair loss") and genital tract inflammation ("genital inflammation"). In (B)(6) 2020, the patient experienced genital haemorrhage ("haemorrhage"). On (B)(6) 2020, the patient experienced post procedural fever (seriousness criterion hospitalization), procedural pain (seriousness criterion hospitalization) and tachycardia (seriousness criterion hospitalization). The patient was hospitalized (B)(6) 2020. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and dyspareunia had not resolved and the back pain, genital bleeding, headache, lumbar pain, the last episode of pain in extremity, alopecia, genital tract inflammation, vaginal haemorrhage, dizziness, pyrexia, genital haemorrhage, post procedural fever, procedural pain and tachycardia outcome was unknown. The reporter considered alopecia, back pain, dizziness, dyspareunia, genital bleeding, genital tract inflammation, headache, pelvic pain, post procedural fever, procedural pain, pyrexia, tachycardia, vaginal haemorrhage, the first episode of pain in extremity, genital haemorrhage, lumbar pain and the second episode of pain in extremity to be related to essure. The reporter commented: essure insertion was easy, both ostias visualized. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: normal fallopian tubes. Ultrasound scan - on (B)(6) 2016: normal. Lot number: d40621, manufacturing date: 2014/12/09, expiration date: 2017/12/28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available fr01om our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of post procedural fever ('fever - after essure removal'), tachycardia ('tachycardia'), multiple episodes of pelvic pain ('pelvic pain / right sided pain', 'pelvic pain') and multiple episodes of procedural pain ('light lower pelvic pain after essure placement', 'low pelvic pain, abdominal pain - after essure removal') in a 27-year-old female patient who had essure (batch no. D40621) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche in 2000, parity 3, multi gravida and parity 3. No concomitant conditions or medications. Previously administered products included for contraception: medroxyprogesterone. Concomitant products included medroxyprogesterone (medroxiprogesterona) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced the first episode of procedural pain ("light lower pelvic pain after essure placement"). In (B)(6) 2016, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), the first episode of pain in extremity ("leg pain"), back pain ("back pain"), genital bleeding ("bleeding") and dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient experienced varicose veins pelvic ("pelvic varicose veins"). On (B)(6) 2017, the patient experienced menstruation irregular ("irregular menstruation"), dizziness ("dizziness"), pyrexia ("fever of 38c") and the first episode of vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2017, the patient experienced headache ("headache"), lumbar pain ("lumbar pain"), the second episode of pain in extremity ("severe leg pain"), alopecia ("severe hair loss") and genital tract inflammation ("genital inflammation"). In (B)(6) 2020, the patient experienced genital haemorrhage ("haemorrhage"). On (B)(6) 2020, the patient experienced the second episode of vaginal haemorrhage ("vaginal bleeding"), perineal pain ("perineal pain") and the second episode of pelvic pain ("pelvic pain"). On (B)(6) 2020, the patient experienced cholelithiasis ("gallstones"). On (B)(6) 2020, the patient experienced procedural nausea ("nausea - after essure removal"). On (B)(6) 2020, the patient experienced the second episode of procedural pain (seriousness criterion hospitalization), post procedural fever (seriousness criterion hospitalization) and tachycardia (seriousness criterion hospitalization). On an unknown date, the patient experienced breast pain ("mild mastalgia"), premenstrual syndrome ("intense premenstrual tension"), heavy menstrual bleeding ("intense menstrual flow with coagula") and dysmenorrhoea ("intense colic"). The patient was hospitalized from (B)(6) 2020. The patient was treated with bromopride (bromoprida), cefazolin (cefazolina), diazepam (diazepan), dimeticone (dimeticona), hyoscine butylbromide;metamizole sodium (buscopan composto), hyoscine butylbromide;metamizole sodium (hioscina + dipirona), ibuprofen (ibuprofeno), ketoprofen (cetoprofeno), metamizole sodium (dipirona), ondansetron hydrochloride (cloridrato de ondansetrona), paracetamol, simeticone (simeticona), tranexamic acid (acido tranexamico) and surgery (essure removal via bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the last episode of procedural pain, post procedural fever, tachycardia, back pain, genital bleeding, headache, lumbar pain, the last episode of pain in extremity, alopecia, genital tract inflammation, menstruation irregular, dizziness, pyrexia, genital haemorrhage, procedural nausea, varicose veins pelvic, the last episode of vaginal haemorrhage, perineal pain, the last episode of pelvic pain, breast pain, premenstrual syndrome, heavy menstrual bleeding, dysmenorrhoea and cholelithiasis outcome was unknown and the dyspareunia had not resolved. The reporter considered alopecia, back pain, breast pain, cholelithiasis, dizziness, dysmenorrhoea, dyspareunia, genital bleeding, genital tract inflammation, headache, heavy menstrual bleeding, menstruation irregular, perineal pain, post procedural fever, premenstrual syndrome, procedural nausea, pyrexia, tachycardia, varicose veins pelvic, the first episode of pain in extremity, the first episode of pelvic pain, the first episode of procedural pain, the first episode of vaginal haemorrhage, genital haemorrhage, lumbar pain, the second episode of pain in extremity, the second episode of pelvic pain, the second episode of procedural pain and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: essure insertion was easy without complication, both ostias visualized, 3 coils inserted in the right tube and 4 coils inserted in the left tube. On (B)(6) 2020 she went to check-up and reports feel better after essure removal on (B)(6) 2020, on this check-up she complains about bad smell from vaginal discharge, she was treated with metronidazole 2g, once, physician request transvaginal ultrasound. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2020: unremarkable. Gynaecological examination - on (B)(6) 2017: closed cervix, moderate amount of bleeding. Human chorionic gonadotropin - on (B)(6) 2016: negative; on (B)(6) 2017: negative; on (B)(6) 2020: negative; on (B)(6) 2020: negative; on (B)(6) 2020: negative. Pathology test - on (B)(6) 2020: normal fallopian tubes. Red blood cell analysis - on (B)(6) 2017: all results are normal; on (B)(6) 2020: all results are normal. Smear test - on (B)(6) 2020: papanicolaou smear normal, class I. Ultrasound abdomen - on (B)(6) 2020: gallstones. Ultrasound scan - on (B)(6) 2016: normal, essure well positioned both sides, pelvic varicose veins. Ultrasound scan vagina - on (B)(6) 2017: unremarkable; on (B)(6) 2020: essure well positioned both sides; on (B)(6) 2020: unremarkable. Urine analysis - on (B)(6) 2017: normal; on (B)(6) 2020: normal. White blood cell analysis - on (B)(6) 2017: all results are normal; on (B)(6) 2020: all results are normal. Lot number: d40621 manufacturing date: 2014/12/09 expiration date: 2017/12/28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2021: the follow information were updated principal reporter, race information, lab data, other treatment products, other concomitant products, post procedural pain, varicose veins pelvic, irregular menstruation, perineal pain female, pelvic pain female, mastalgia, bleeding menstrual heavy, pain menstrual, premenstrual tension, nausea postoperative, a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / right sided pain'), post procedural fever ('fever - after essure removal'), procedural pain ('low pelvic pain - after essure removal') and tachycardia ('tachycardia') in a (B)(6) year old female patient who had essure (batch no. D40621) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, multi gravida and normal delivery. No concomitant conditions or medications. Previously administered products included for contraception: medroxyprogesterone. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of pain in extremity ("leg pain"), back pain ("back pain"), genital bleeding ("bleeding") and dyspareunia ("dyspareunia"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("vaginal bleeding"), dizziness ("dizziness") and pyrexia ("fever of 38c"), 9 months 16 days after insertion of essure. In (B)(6) 2017, the patient experienced headache ("headache"), lumbar pain ("lumbar pain"), the second episode of pain in extremity ("severe leg pain"), alopecia ("severe hair loss") and genital tract inflammation ("genital inflammation"). In (B)(6) 2020, the patient experienced genital haemorrhage ("haemorrhage"). On (B)(6) 2020, the patient experienced post procedural fever (seriousness criterion hospitalization), procedural pain (seriousness criterion hospitalization) and tachycardia (seriousness criterion hospitalization). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and dyspareunia had not resolved and the back pain, genital bleeding, headache, lumbar pain, the last episode of pain in extremity, alopecia, genital tract inflammation, vaginal haemorrhage, dizziness, pyrexia, genital haemorrhage, post procedural fever, procedural pain and tachycardia outcome was unknown. The reporter considered alopecia, back pain, dizziness, dyspareunia, genital bleeding, genital tract inflammation, headache, pelvic pain, post procedural fever, procedural pain, pyrexia, tachycardia, vaginal haemorrhage, the first episode of pain in extremity, genital haemorrhage, lumbar pain and the second episode of pain in extremity to be related to essure. The reporter commented: essure insertion was easy, both ostias visualized. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2020: normal fallopian tubes. Ultrasound scan on (B)(6) 2016: normal. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.